Event description:
This incident was reported on (B)(6) 2018 as an uncommanded movement on the optistar le injector system. The reporter states that the issue was not noticed by users, but found only by field service engineer when doing product monitoring visit. Field service engineer noted that total saline injected value included the amount injected at the same time as contrast media, and noted that when the side injector is in progress, side b ram moves forward simultaneously, and that the issue occurs even if protocol is a phase a only injections. The users did not notice any impact on image quality, and on 11 october 2018, the field service engineer said that they will be returning to the site in a few days to complete repair. Follow-up information was received on (B)(6) 2018, noting that the problem was constant when injecting protocols and intermittent when using keypad. The reporter states that it has never been noticed by the users, but they mentioned reaching the pressure limit more often for the last few months. Reporter states that they tried software, calibration, and initialization, and have tried the replacement of multiple parts in the power head and the power control box. The replacement of the interconnect pcb solve the problem. Reporter states that full calibration passed, and that the ph rear bottom cover was replaced because of a broken nolt receptacle. The unit passes the test from repair checklist (B)(4).